Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was over infusing the following information was received by the initial reporter with the following verbatim it was reported by customer that that over infused / ce checked setup waiting for patient - channel was sent to delay but emptied the bag could have overdosed patient.